Manufacturer narrative:
Device not received for evaluation.

Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument locked on the tissue. The surgeon resected tissue to release the device. The hosp has reported the pt's status is satisfactory.